Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). (B)(6) had a pcu 8015 sn (B)(4). It failed poc software upgrade from 9.14 to 9.33. (B)(6) was aware his pcu with 4.7" display was end of life and end of support. Failure device type, failure problem type, failure mode. I recommended (B)(6) to replace logic board. But (B)(6) may have to retire the unit because logic board is no longer available due to it was end of life and end of support. Ref: (B)(4).